Manufacturer narrative:
This lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that the reason the right atrial (ra) lead was explanted was due to elevated threshold attributed to the therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.